Manufacturer narrative:
Concomitant medical products - persona all poly patella catalog # 42540000032 lot # 62405046, persona cr ve articular surface catalog # 42512000511 lot #62500748, persona cr tm standard femora catalog # 42502806801 lot # 62614832. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Remains implanted.

Event description:
It was reported that the patient underwent left total knee arthroplasty. After a year he experienced loosening of the tibial component and was treated with a subchondroplasty procedure.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed via op notes. Review of the operative notes from a subchondroplasty dated on (B)(6) 2015 states that the procedure was indicated for loosening of the tibial component. The procedure was conducted using fluoroscopic guidance. The material was injected into the region of maximum tenderness, along the anteriomedial aspect of the tibial baseplate. No complications were noted during this procedure. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Previous investigation taken into this issue determined that the root cause was due to the design of the device. The device was recalled from the field. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.